Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. Evaluation found rear case received with a back flex battery contact pins both positive pins, fully depressed/jammed and unable to rebound as designed. Rear case was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it would not stay powered on. There was no patient involvement.